Event description:
The facility reports incident of a crack in the fistual needle luer connector found approx 15-20 mins into hemodialysis treatment. Ebl = 500-600cc. Patient was administered 500cc normal saline. No further interention was required. A new needle was inserted to continue treatment. MDR is filed for reported blood loss.